Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The device was received for evaluation; and the event was confirmed during testing. The device was found to be affected by an electrical problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which bare wires of the device were exposed. There was no patient involvement; no patient impact.